Event description:
The consumer reported that the patient could not get it to work/help since implant, but he finally got it to work and help him on (B)(6) 2016. There was no troubleshooting/interventions already performed as of (B)(6) 2016. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.